Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/01/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings. There were unexplained power on reset records observed in the black box. No moisture was observed behind the display lens and no damage found to battery compartment or the returned battery cap. The returned battery cap fully attached to the pump with no visible yellow o ring. The pump powered on to the verify screen with audible and vibratory features intact. The pump completed a 24 hour duration test using the returned battery cap; no power on reset events were duplicated. Leak testing fails due to an audio bolus button leak. Internal moisture was found on the bolus button pin connector. No damage to the power circuit was found. Investigation confirmed the moisture ingress but did not duplicate a power issue. (B)(4).